Event description:
The customer was hospitalized for low bgs. The customer ate dinner one hour late. Customer has been u-500 insulin since 2004. Troubleshooting was performed. The programming, insulin concentration and bolus history were not accurate. The customer mentioned that the batteries were out of pump and settings were cleared. Suggested customer to call dr to discuss possible causes of low bgs. In addition, the customer did not normally perform manual prime with pump. The customer would fill reservoir and push insulin thru, then connect and run 0.5u prime. Explained customer the importance of priming.